Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. After an unspecified length of time, the nurse reported the device alarmed for a cassette eject lever alarm; however, the emergency eject lever had not been pulled. The nurse indicated that the alarm condition could not be cleared. The device was removed from clinical service. Therapy was resumed using a replacement device. Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. No medical intervention were required. During testing at the user facility, the device powered on with a cassette eject lever alar,. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. During testing at the user facility, the device powered on with a cassette eject lever alarm. The customer contact reported the channel was reset and has been returned to clinical use. The device has not been returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.